Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 6/10/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the original folding carton, patient sticker, and dfu were received as well. Visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a defect, possible scratch in the intraocular lens (iol). The iol was fully inserted and removed during same procedure. No other medical intervention or patient injury noted. No other information was provided.